Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient underwent a gynecological procedure on (B)(6) 2011 and ams monarc subfascial hammock was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lapaoscopic right oophorectomy and cystoscopy due to stress urinary incontinence. It was reported that the patient underwent mesh takedown and cystoscopy on (B)(6) 2011 due to urinary retention.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent a sling takedown on (B)(6) 2011.

Manufacturer narrative:
Date sent to FDA: 05/02/2016.